Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during preparation of drug with a bd phaseal¿ protector p50j a hair was discovered inside the protector. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, hair was found inside the protector during preparation of an anticancer drug (vial).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/6/2022. H.6. Investigation: a sample was provided to our quality team for investigation. Upon visual inspection, a hair was observed on the expansion bladder. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The manufacture of this product takes place in a clean room that is maintained under positive pressure to reduce the possibility of foreign matter. Final products on this manufacturing line, for this reference, are sampled and subjected to visual and functional inspections during the various manufacturing sub-processes in accordance with procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Although we were unable to identify a direct problem, the root cause of this incident is due to personnel not following the proper gowning procedure.

Event description:
It was reported that during preparation of drug with a bd phaseal¿ protector p50j a hair was discovered inside the protector. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, hair was found inside the protector during preparation of an anticancer drug (vial).